Event description:
It was reported that a clip was found inside the gastrointestinal videoscope during a diagnostic procedure (egd esophagogastroduodenoscopy). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. Updated fields: d9, h2, h3, h6, h11 correction: d4, d6a, d6b, d9, d10, e1, h3, h5, h8 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.